Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s wife stated she woke up to check on the patient and noticed he seemed sluggish. She checked the dexcom and it was displaying 79 mg/dl. She felt unsure about the reading on the dexcom and manually checked the patient¿s bg with a meter and stated the meter was reading 39 mg/dl. She attempted to feed the patient icing; however, the patient was not responsive and could not open their mouth enough to eat the icing. The patient¿s wife then called an ambulance and when emergency services arrived, the patient was given glucagon and d50. The patient¿s bg values increased to 130 mg/dl and did not have to go to the hospital. At the time of contact, the patient was in stable condition. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.